Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three months later, filter retrieval was scheduled via the right internal jugular vein. Venogram was performed. There was a prominent thrombo embolus attached to the distal portion of the filter completely encasing the filter tip and extends above the tip of the filter by approximately 1 cm. Size of the thrombus measures about 1.5 x 2.5 cm. Because of its size, location and encasement of the filter tip, no attempt was made to extract the filter. Approximately seven years and five months later, computed tomography (CT) revealed that superior extent of the filter was at l3-l4 disc space. Inferior extent was at l4 vertebral body. A total of six prongs had perforated the inferior vena cava. Maximum distance prongs perforated was 3mm. Coronal images showed a 12-degree tilt and sagittal images showed a 9-degree tilt. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The current instructions for use states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. (Expiry date: 09/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in an obese patient. Approximately seven years six months post filter deployment, it was alleged that the filter struts perforated into organs and the patient was diagnosed with thrombus above the filter. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.